Event description:
It is reported that the devices were implanted in 2007. Patient did not ambulate until 2008, and it was discovered that all cannulated locking screws at the femur condyle broke. Surgeon commented that the fracture had not healed. Revision surgery occurred the following month.

Manufacturer narrative:
The plate and screws were not returned for analysis. However, it appears from the complaint that only two 5.5mm cannulated locking screws were used in the metaphyseal locking of the femoral head, which could have been unsufficient to bear that patient and any external load applied. Also, it is unknown whether a strut screw was used for rigid fixation at the proximal end. Per the complaint, only a couple of the locking screws were used for shaft locking. The screws could have fractured during fatigue loading due to inadequate fixation of the plate in addition to the fracture not healing as the surgeon comments. Pre and post-op x-rays would have aided in better analysis of the screw fracture and fixation of the plate and screws to the femoral bone. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.